Event description:
On three occasions, pt experienced infusion set tubing becoming separated from the luer connection. She reported that the most recent event occurred during the week of 5/2006. On one occasion, pt's blood glucose was elevated to 400 mg/dl. Caller indicated that pt replaced the tubing to address the issue of the separated tubing. The pt did not require medical assitance to address his elevated blood glucose. Caller did not specify any symptoms surrounding the pt's elevated blood glucose. Caller returning infusion set tubing for evaluation.